Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro, while opening the kit they found a hair inside. No patient involvement.

Manufacturer narrative:
Internal complaint number: (B)(4). The DHR for the reported failure "contamination / decontamination problem" was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed. The device was returned to the factory. An investigation was conducted on 10/28/2019. Signs of clinical use were observed. There were no signs of blood observed. The device was returned inside of the plastic container within a plastic bag. The plastic container was opened. A hair was observed on the interior of the plastic container. Based on the returned condition of the device and the evaluation results, the reported failure "contamination / decontamination problem" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro, while opening the kit they found a hair inside. No patient involvement.